Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the patient has recovered and the bilateral groin wound infection has been resolved with treatment.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported one week post index procedure the patient developed a urinary tract infection. The patient was given medication, but the infection had not resolved. It was also reported that the patient developed a bilateral groin wound infection eleven days post index procedure. Medication was given for this as well; and it also has not yet resolved. Per the physician the cause of the groin infection was due to cellulitis at the incision due to obesity. The patient will be monitored. No additional clinical sequelae were reported.